Event description:
It was reported that following a lead revision procedure (MFR #: 3006630150-2023-00300), the physician believed that something was wrong, and the leads might be intrathecal again. Anesthesia was growing concerned over the patients vitals and the physician urged to wrap it up and got one lead back in. Following to the procedure, the patient was sent to the (ER) emergency room and was hospitalized due to numbness and weakness. The patient underwent an explant procedure.

Manufacturer narrative:
Correction to block b5. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial/batch: : (B)(6). Product family: scs-ipg-r-MRI; upn: m365sc12160; model: sc-1216; serial/batch: : (B)(6).

Event description:
It was reported that directly following a lead revision procedure (MFR #: 3006630150-2023-00300), the patient experienced inadequate stimulation and then developed left leg numbness and weakness. The patient was admitted to the hospital later that evening. A few days later, the patient underwent a procedure where the other devices were explanted. Additional information was received that the patient sustained incomplete paralysis of his left lower extremity.

Event description:
It was reported that following a lead revision procedure (MFR #: 3006630150-2023-00300), the physician believed that something was wrong, and the leads might be intrathecal again. Anesthesia was growing concerned over the patients vitals and the physician urged to wrap it up and got one lead back in. Following to the procedure, the patient was sent to the (ER) emergency room and was hospitalized due to numbness and weakness. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7117891.